Event description:
The doctor determined upon examining the patient that tissue erosion had occurred and he scheduled a procedure in 2003 to repair or explant the tissue and upon opening the patient, he found no erosion. However, there was evidence of tissue breakdown at the location of the sutures and the doctor placed more sutures to hold the tissue in place. The doctor concluded that there was no product problem.